Event description:
User reported two false positive results. No information about follow up testing provided. Report 2 of 2.

Manufacturer narrative:
Section b5 updated with additional information.

Manufacturer narrative:
Section h6: type of investigation - codes 11 and 4105 have been removed.

Event description:
User reported two false positive results. No information about follow up testing provided. Report 2 of 2

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c4007 (3014862188-2021-00698 test 1 of 2) this is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No information about follow up testing provided.report 2 of 2